Manufacturer narrative:
Continuation of d10: product type programmer, patient product ID 97745, serial# (B)(6), product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4), h3: analysis of the 97745 patient programmer (ptm), serial number (B)(6), revealed complaint unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt reported that yesterday after charging their implant they went to plug their controller into the ac power supply and saw a "software problem" message with things listed under the message. Pt said that they tried to plug the controller into the ac power supply and the controller wouldn't charge. Pt said they unplugged the controller and the controller was flashing on and off every 20-30 seconds. Pt said the controller is now unresponsive. Patient services (pss) had pt reset their controller. Pt saw no visible damage to the controller contacts or battery pack. Pt saw no visible damage to the controller port. After reset, controller didn't power on. Pt was not at home at the time of the call and didn't have their ac power supply with them or aa batteries to test the controller. Pt also said that their stimulation was now off because they can tell and the pt said they charged their implant up to 100% yesterday; pss was unable to confirm this without plugging the controller into the ac power supply or testing controller with aa batteries. The issue was not resolved. The patient was sent out a replacement controller. No symptoms were reported. Additional information was received. It was reported that the pt called back re-reporting information previously documented in this case. Pt said they were able to recharge their ins fully before they received their replacement. Pt received their replacement and sent the other one back and needed assistance setting up their controller. Pt said they didn't have a pt ID card to put in the serial number of their ins. The pt was walked through controller setup steps and pt was able to start recharging with excellent charging quality. Sent email to registration requesting a pt ID card be sent. Pt called back and mentioned they had put all the cords and controller away, but noticed the yellow light was flashing on their controller today even when no cord was plugged in. Reviewed standard indicator light function of the c ontroller(the agent understood that a cord may have been unplugged unexpectedly). During the call, the pt unlocked the controller and the controller connected wirelessly with the ins. Ins charge was at 80% and controller charge was at 100%. The controller appeared to functioning as designed and the yellow light was no longer illuminated. The patient reported that they don¿t know what led to the stimulation being off; they charged "it" and realized in the morning it was off, they put the controller on charge and it didn't charge that high, the controller turned on off several times. They called patient services (pss) and the tech suggested trying again, and this time it charged and they turned the stim on and the stimulation being off was resolved.